Event description:
MFR received a report alleging that end user sustained a broken leg when the wheelchair ran into a wall. It was stated that the speed setting of the power chair will be turned down.